Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. In this case it is possible that patient anatomy (friable artery), or user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Incorrect anatomy - per instructions for use: under warnings - do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the superficial femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary angioplasty procedure. Reportedly, when releasing the needle system, the knot remains outside of the vessel and came out with the proglide device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. In this case it is possible that patient anatomy (friable artery), or user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.